Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with a twelve packets were received for analysis. The product code is w9923. Upon visual inspection of the returned box, it was observed that in one side of the box the print lot number appears to be different to the other side. In further investigation it was conclude that the lot number was partially cut due to defective print. In addition, two photographs were provided that apparently show two different batches. Based on the information currently available, defective/illegible print issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025, and suture was used. On one side of w9923 box, the lot numbers is av8509, but on another side of the same box the lot number is av3509. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: - could you please confirm whether the products were used on the patient? - if yes, were there any adverse consequences associated with the patient? Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: av8509 and av3509. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.